Manufacturer narrative:
Additional device product codes: gfa, gff, hsz. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent a revision total knee reconstruction, during the procedure, the surgeon was using a drill bit to pass through a wire and the drill bit broke. It is unknown if there was a surgical delay. The procedure outcome and patient status are unknown. Concomitant devices reported: cable/wire instruments (part number unknown, lot unknown, quantity 1). This report involves one (1) 2.5mm drill bit/qc/gold/110mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 corrected data: b5, e4, e1: facility previously reported on (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. - attachment: [maude report (B)(4). Pdf]

Event description:
Updated event: maude report (B)(4) was received march 12, 2020. Procedure occurred on an unknown date in (B)(6) 2020.